Manufacturer narrative:
A review of the customer's architect instrument logs was performed, and the patient's sample analyses was located. A review of complaints found no other complaints for lot 53599uq08 and no trends were identified. The lls logs show the instrument detected the r1 total bilirubin reagent at much different pipettor steps within the cartridge during the on-board testing time. A previously used total bilirubin cartridge lls history was reviewed, and it showed no issues with reagent level detection. The lls results demonstrate a predictable pattern of reagent consumption over the on-board history of the cartridge. Return testing was not completed as returns were not available. The total bilirubin labeling advises the customer to not invert the reagent prior to initial use. It also advises the customer to remove bubbles from the cartridge prior to use as bubbles can adversely affect patient results. The customer tested control samples at the time of the reagent cartridge installation with acceptable results generated. The suspect neonatal patient's erroneously elevated total bilirubin result appears to be due to an interference with the reagent pipetting, caused by the intermittent presence of bubbles in the reagent cartridge at the time of aspiration. Based on the investigation no product deficiency was identified for the clin chem total bilirubin reagent, lot 53599uq08.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated total bili on one neonate patient ((B)(6)) from the architect analyzer. The results provided were: initial >428umol/l / repeated = >428umol/l. The patient was treated with phototherapy. The sample was tested on the alinity analyzer and the result = 179.6umol/l (<48hrs full term = <171.0mumol/l). There was no reported adverse impact to the patient due to the phototherapy.